Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter did meet all the testing performance specifications. The meter is functioning properly as intended. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo results. The customer's expected fasting blood glucose test result range is 140 - 186 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 and 170 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6)2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(4). Customer states his blood sugar has been "going up" and the doctor will soon be prescribing medications to control the glucose level. Daughter states took out the battery and reinserted it, hence why the time and date have been reset in meter's memory. Customer obtained an e-5 when performing a back to back blood test, second result was 170mg/dl, customer refused to run another blood test.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo results. The customer's expected fasting blood glucose test result range is 140 - 186 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 and 170 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is 09/08/2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns:lo, lo. Customer states his blood sugar has been "going up" and the doctor will soon be prescribing medications to control the glucose level. Daughter states took out the battery and reinserted it, hence why the time and date have been reset in meter's memory. Customer obtained an e-5 when performing a back to back blood test, second result was 170mg/dl, customer refused to run another blood test.